Manufacturer narrative:
Approximately 10 inches of the external portion/distal end of the driveline was returned for evaluation. Electrical continuity testing of the driveline found all wires to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the driveline. The shielding and bionate layers were removed and examination of the underlying wires revealed no evidence of breaches or damage to the wire insulation or underlying conductors. The driveline was submerged in a saline bath for high potential testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires that would have resulted in an electrical short. The report of pump stoppage events was confirmed based on the evaluation of the submitted log file; however, a specific cause for the events could not be conclusively determined. Based on the manufacturer¿s complaint history and similar reported events, the events captured in the log file could have been potentially consistent with a compromised wire in the driveline; however, a root cause for the pump stoppage events could not be determined through the evaluation of the returned portion of the driveline. The patient remains ongoing on pump support using an ungrounded patient cables with no further reported issues. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 8 months. The replaced portion of the percutaneous lead was received for investigation. The evaluation is not complete. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient came into the clinic for a routine follow up visit and upon review of the patient's history; a pump stop was noted on (B)(6) 2016 at 10:07am. The patient explained that he did not feel anything or remember hearing any alarms. X-rays of the driveline were requested. Log files were submitted to the manufacturer's technical support representative for review which contained pump stop events on (B)(6) 2016. These pump stop events caused multiple low speed, pump stop alarms and a driveline disconnect alarm. On (B)(6) 2016, a driveline evaluation was performed and no problems could be reproduced. Driveline x-rays were reviewed on-site and showed a suspect area several inches from the system controller connection. The physician requested the suspect section of the driveline to be replaced. The section of the driveline was replaced without incident. The patient was then placed on a grounded patient cable with no further pump stops. It was reported that the patient was discharged home in the morning and will continue to use the ungrounded patient cable when connected to ac power.